Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that on (B)(6) 2024, an infusion of approximately 100ml belatacept should have taken 30 minutes total (rate set at 200ml/hr.), instead it took about 50 minutes to complete. Per report, the device "correctly alarmed at the programmed 100ml infused, but much fluid was left in the 100ml bag." The clinician continued the infusion until the 100ml bag was actually empty and at that time the pump displayed "160ml" in total had been infused (actual fluid infused was 100ml). The facility's biomed reportedly ran the rate calibration check three (3) times, and all passed. Per report, "the first was 11.7, the second and third were both 11.8 for the expected 12.0 check." Biomed then ran the calibration and the correction factor was adjusted to report 12.0 for 12.0 delivered. They then ran verification cycles to confirm 12.0 accuracy. No issues noted. There was patient involvement but no harm. Bd received additional information. It was reported that the type and location of the patient's IV access was 22-gauge bd nexiva, placed in the right upper arm, directly above the ac (antecubital). The IV tubing was bd alaris 0.2 micron filter, ref 2432-0007. The IV tubing has been discarded since, per report; however, the customer will send in a new set with same ref#.

Manufacturer narrative:
Correction: initial reporter occupation, other occupation additional information: manufacturer narrative annex a: a25 annex g: g07001 annex b: b14 root cause: the root cause of the reported of an under infusion of belatacept, was not determined or replicated. Laboratory testing showed the pump module was delivering fluid within specification.

Event description:
It was reported that on (B)(6) 2024, an infusion of approximately 100ml belatacept should have taken 30 minutes total (rate set at 200ml/hr.), instead it took about 50 minutes to complete. Per report, the device "correctly alarmed at the programmed 100ml infused, but much fluid was left in the 100ml bag." The clinician continued the infusion until the 100ml bag was actually empty and at that time the pump displayed "160ml" in total had been infused (actual fluid infused was 100ml). The facility's biomed reportedly ran the rate calibration check three (3) times, and all passed. Per report, "the first was 11.7, the second and third were both 11.8 for the expected 12.0 check." Biomed then ran the calibration and the correction factor was adjusted to report 12.0 for 12.0 delivered. They then ran verification cycles to confirm 12.0 accuracy. No issues noted. There was patient involvement but no harm. Bd received additional information. It was reported that the type and location of the patient's IV access was 22-gauge bd nexiva, placed in the right upper arm, directly above the ac (antecubital). The IV tubing was bd alaris 0.2 micron filter, ref 2432-0007. The IV tubing has been discarded since, per report; however, the customer will send in a new set with same ref#.

Event description:
It was reported that on 14 november 2024, an infusion of approximately 100ml belatacept should have taken 30 minutes total (rate set at 200ml/hr.), instead it took about 50 minutes to complete. Per report, the device "correctly alarmed at the programmed 100ml infused, but much fluid was left in the 100ml bag." The clinician continued the infusion until the 100ml bag was actually empty and at that time the pump displayed "160ml" in total had been infused (actual fluid infused was 100ml). The facility's biomed reportedly ran the rate calibration check three (3) times, and all passed. Per report, "the first was 11.7, the second and third were both 11.8 for the expected 12.0 check." Biomed then ran the calibration and the correction factor was adjusted to report 12.0 for 12.0 delivered. They then ran verification cycles to confirm 12.0 accuracy. No issues noted. There was patient involvement but no harm. Bd received additional information. It was reported that the type and location of the patient's IV access was 22-gauge bd nexiva, placed in the right upper arm, directly above the ac (antecubital). The IV tubing was bd alaris 0.2 micron filter, ref 2432-0007. The IV tubing has been discarded since, per report; however, the customer will send in a new set with same ref#.

Manufacturer narrative:
Correction: report source annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer?, report source other annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of belatacept was not definitively confirmed through log review or was reproduced during laboratory testing. The log review did find additional volume to be infused (vtbi) was entered during the infusion. ¿ laboratory testing showed the suspect pump module was delivering fluids within specification. ¿ internal inspection of the suspect device did not identify any irregularities. ¿ review the pcu event log, showed that on 14 november 2024, between 3:12 pm and 3:13 pm, a clc profile was selected, and guardrail drugs (belatacept) was programmed at a drug amount = 437.5mg, diluent volume = 100ml, dose = 437.5mg, concentration = 4.375mg/ml, at a rate of 200ml/h, with vtbi = 100ml, and duration = 30 minutes. ¿ at 3:43 pm, an infusion was completed; pvi = 100.022ml, then the user pressed channel select and changed the vtbi = 50ml, and the infusion was started. ¿ between 3:50 pm and 3:54, the pump module alarmed occluded fluid, the user pressed channel select, and the infusion was started, then the pump module alarmed occluded patient side, the user pressed channel select and the infusion was started. ¿ at 3:59 pm, the infusion was completed; pvi = 150.121ml, then the user pressed channel select and change the vtbi = 20ml, and the infusion was started. ¿ between 3:59 pm and 4:00 pm, the user pressed volume infused, then pressed main screen, and pressed channel select, and the infusion was started. ¿ at 4:03 pm, the user pressed channel off; pvi = 160.564ml. ¿ inspection and testing of the incident administration set could not be performed since the set was not returned for investigation. A new unused set was returned; however, it was not associated with the reported issue and was not inspected or tested. ¿ the alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also, the alaris system user manual v12.3.1 notes that rate accuracy can be affected by: ¿ temperature and viscosity of the IV solution ¿ height of the pump in relation to the patient ¿ height of the solution container in relation to the pump ¿ back pressure related to the infusion set and the IV catheter ¿ use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ the device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.